Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/11/2015 with the following findings: a review of the pump alarm history showed cs 064 call service alarms. During testing, the pump performed the ezprime steps and was exercised for 24 hours on a 1 u/hour basal rate with no call service alarms occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unrelated to the complaint, investigation revealed that the display was dim, faded and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was torn and punctured. The audio bolus button responded appropriately during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.